Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed due to maintenance issue. A field service engineer performed a thorough cleaning of all electrical connectors within the cabinet. Additionally, conductive grease was applied to each microswitch connector. The engineer also ensured that all wiring harnesses were tightened and properly secured. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 6 failed to recover while accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.